Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient could not gain telemetry when the using the remote monitor. Trouble shootings steps were taken with no success. No patient complications have been reported as a result of this event.